Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0fp3q, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had issues where the "wire would become unplugged" and was shocking and tingling the patient. It happened p articularly when they would bend or twist. They noted that it began after they started moving or exercising 6 to 8 weeks after waiting, per the healthcare providers (hcp) orders. They stated that is caused feedback to the implantable neurostimulator (ins) and may have damaged the battery. The patient stated it was because of the length of the lead being short. They attempted programming, but it was not effective. The ins and the lead were eventually replaced, and the issue was resolved. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.